Manufacturer narrative:
Merge heathcare is investigating this issue. Supplemental information will be provided when the investigation is completed.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. On (B)(6) 2016, a customer reported that while reading images of stress studies the speed indicator does not match the actual speed in frames per second (fps) and are inconsistent. Due to the inconsistent frames per second reading, there is a potential for a misdiagnosis or mis-treatment for a patient. There is no indication that there has been any patient harm due to this inconsistency. (B)(4).